Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high basophil (ba) results generated by coulter hmx autoloader hematology analyzer for one patient sample. The instrument did not generate flags, but an operator-defined flag was provided for the basophil count. The erroneous results were not reported out of the laboratory. Subsequent testing on an alternate instrument produced a lower basophil count which the customer considers correct. There was no death, injury, or effect to patient treatment associated with this event.

Manufacturer narrative:
The sample was collected via vacutainer in a 4 ml bd tube with edta and stored at room temperature. The sample was tested within 60 minutes of collection. The controls were run before and after the event and the values were within the expected ranges. Raw data was not collected for investigation of this event. A bci field service engineer (fse) replaced pinch valve, actuator, and holder. All pinch valve tubing in diff reagent pathway was also changed. Latron mean channels were adjusted to target values. The fse also adjusted wbc and hgb manual mode cal factors. Precision performance in both modes were confirmed and mode-to-mode comparisons were acceptable. The root cause for this event is unknown.